Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded signal artifact monitor (sam) due to the patient having shoulder surgery that same day. Technical services (ts) advised on how to turn on minute ventilation (mv) programming. This device remains in service. No adverse patient effects were reported.